Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery/charger problem) was confirmed. Upon evaluation, the battery connector (j5 component on the bedside pca board) was found to have contamination. The j5 component is an 8-pin pitch header. This caused the charger not to be able to charge a battery. The root cause for the contamination cannot be positively determined but was likely liquid ingress within the battery well. The root cause of the liquid ingress cannot be positively determined. No adverse event resulted from the contamination on the board. The patient received a replacement battery charger.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the patient's batteries appear to be fully charged when on the battery charger but when placed in the monitor they are not fully charged. The patient was issued a replacement charger.